Event description:
A report was received that the patient was experiencing pain at the ipg site. Difficulty charging was also noted. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn (B)(4)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Difficulty charging was also noted. The patient underwent an explant procedure and was reportedly doing well postoperatively.